Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000251762 model/catalog description control pump fgs iz model number/catalog number 72404130 serial number null batch/lot number 1000253133 model/catalog description belt cuff fgs 4.0 cm iz.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new as was implanted. During the procedure a small hole was found in the balloon. The patient did not experience any further complications.